Manufacturer narrative:
Concomitant medical products: 4076-52 lead implanted: (B)(6) 2006, ; dtmb1d4 ICD implanted: (B)(6) 2016.

Event description:
It was reported that the thresholds on the left ventricular epicardial lead were high. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.